Event description:
It was reported that the patient presented at the clinic due to loss of bluetooth low energy (ble) telemetry. It was discovered ble had turned off in their implantable cardioverter defibrillator (ICD). Programming changes were made and the issue has been resolved. The patient was stable.